Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the male luer lock connector on the didactic extension tube, which seems to become detached and crack away from the rest of the tubing when disconnected from the powerpiccline. When unscrewing the scanner connector to disconnect it from the piccline and rinse the piccline, the male part of the connector breaks and remains inside the piccline. The piccline is therefore no longer usable in its current state and must be removed urgently and will need to be replaced. Patient had significant extension of hospital stay (more than 48 hours. No further information provided.